Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced lead migration (related manufacturer reference number(s): 3006705815-2025-18729, 3006705815-2025-18730). Surgical intervention took place on (B)(6) 2025, revealing a collection of murky fluid at the midline incision. The physician opted to explant the entire system to address the issue. Additionally, the patient was administered oral antibiotics to address the issue. Cultures tested negative for infection, no infection suspected by physician.

Manufacturer narrative:
Date of event is estimated.